Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventraight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventraight st. Attorney alleges that the patient had subsequent surgical intervention on (B)(6) 2016 due to the hernia mesh device. It is also alleged that the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention on (B)(6) 2016 due to the hernia mesh device. It is also alleged that the device was defective. Addendum per additional information obtained via social media post: it is alleged that the index procedure was for a strangulated umbilical hernia. As alleged 5 days post implant of the mesh the patient presented with bowel obstruction and underwent an additional procedure. As alleged the patient has rectal bleeding, pain, unspecified infection and is disabled.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. The instructions-for-use supplied with the device lists infection and pain as possible complications. The warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.